Event description:
It was reported that during a semi-open pneumonectomy, a stapler was inserted/removed through the trocar. It got caught in the sleeve and sleeve was broken and fell inside the patient. The broken pieces were retrieved by forceps. The procedure was not converted. The device was used on the lung. Another device (trocar) was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent; 4/5/2022. A photo along with the device was submitted to ethicon for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a sleeve cracked from the tip side. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the tt012 device was received with the tip broken and a pieces inside a plastic bag. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the sleeve may be excessive external load placed on the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: was there only difficulty inserting and removing echelon stapler? Or was there some other issue with the echelon stapler? The echelon got caught in the trocar sleeve and it was broken and fell inside the patient.